Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated all connections at the dog house. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would intermittently display a control panel error message. No pt injury was reported.